Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one year and three months post index procedure, the patient presented emergently with leg pain. A CT revealed that there was occlusion within the endurant ii stent graft limb. The CT revealed that there was a possible kink in the stent graft. The patient had a secondary intervention and the physician was able to get a wire through the thrombosed limb. The physician then did a thrombectomy, then relined with another one of our stents. Also, extended into the external with a viabahn stent. Bridged the two with an atrium stent, and the issue was corrected. The physician stated that the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.